Manufacturer narrative:
The patient expired on (B)(6) 2016. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device was disposed.

Manufacturer narrative:
With a review of the available information there were no device malfunctions or performance issues that would impact the event. The site also reported that they believed the reported event of multi-organ failure to be unrelated to the device.  Though the root cause of the reported event cannot be conclusively determined clinical factors that may have contributed to the patient's outcome are the patient's poor clinical status prior to vad implant and related post-operative complications. . In many cases, it may be unclear which one of the failing organs was the principal cause of death or if death was the result of the interaction of the failure of several organs. There are patient and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. The instructions for use (IFU) and patient manuel addresses guidelines for optimal patient management. Device remains implanted.

Event description:
It was reported that this patient experienced numerous post-operative complications, including driveline infection, and multi-organ failure after lvad implantation. The site reported that prior to the vad implant procedure the patient was in poor clinical condition. He experienced right heart failure requiring milrinone for inotropic support, respiratory failure, and nutritional deficiencies. The patient's post-operative period was complicated by a malfunctioning vad, possibly a result of inflow restriction, and driveline infection. The patient underwent paracentesis on (B)(6) 2016 and continuous renal replacement therapy (crrt) on (B)(6) 2016. He eventually developed multi-organ failure which prompted the family to withdraw of support. The patient expired on (B)(6) 2016. The cause of death was reported to be multi-organ failure. No autopsy was performed, but the vad was explanted. The explanted pump was noted to have a clot on the inflow cannula.

Manufacturer narrative:
After further review of additional information received the following have been updated accordingly: model #/lot #, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, additional MFR narrative. (B)(4) was not returned for evaluation. Review of the manufacturing and sterility records confirmed that the associated pump met all requirements prior to release. With a review of the available information there were no device malfunctions or performance issues that would impact the event. The site also reported that they believed the reported event of multi-organ failure to be unrelated to the device. Though the root cause of the reported event cannot be conclusively determined clinical factors that may have contributed to the patient's outcome are the patient's poor clinical status prior to vad implant and related post-operative complications. In many cases, it may be unclear which one of the failing organs was the principal cause of death or if death was the result of the interaction of the failure of several organs. There are patient and procedural factors that may have contributed to this event, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.